Manufacturer narrative:
(B)(4). Batch #: 797a84. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What anatomical structure was the device attempted to be fired upon? Did the surgeon completely skeletonize the vessel? Was the device difficult to close or to fire? Were there any unusual sounds from the device? Can you further describe what is meant by ¿staple line incomplete¿? Were there any clips in the surgical field at the time of firing? What was the approx. Blood loss? Were blood products administered? How was the procedure completed? What is the current patient status? Did the device completely cut and/or staple? How was the bleeding controlled? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60w reload was returned with an opened package and unfired. The reload pan was noted to be partially dislodged at the proximal end from the left side. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, opened the packing, did not use it on the patient, noted the pan was deformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.